Event description:
It was reported that on 09 june 2024, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a flexnav delivery system. The annular dimensions of the native valve were perimeter 73mm, area 396mm^2, and diameter 23.4mm. During procedure, after pre-implant balloon aortic valvuloplasty, the patient generated severe aortic insufficiency (ai) and hypotension. Medications were provided for hypotension. The valve was quickly implanted to stabilize the patient. The valve was implanted at a depth of 3mm. During final deployment, one of the tabs of the valve kept attached to the delivery system. Manipulation of pushing and rotating the system was performed, and the valve migrated 3 mm above the annulus level. At that time, the patient had a cardiac arrest, and cardiopulmonary resuscitation (CPR) was given. The patient was connected to extracorporeal membrane oxygenation (ECMO). The patient was transferred to the surgery for fixing the aortic valve, and the navitor valve extracted surgically. The patient was reported to be stable after the surgery.

Manufacturer narrative:
An event of a separation problem and migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported separation problem and cardiac arrest could not be conclusively determined. The reported migration appears to be a cascading event of the separation problem. The reported unexpected medical intervention was a result of case-specific circumstances as the patient required CPR due to cardiac arrest. The reported surgical intervention was a result of case-specific circumstances as the patient was taken to surgery to explant the navitor valve and repair the aortic valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - clinical code: code 4450 removed

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a 19f flexnav delivery system. During procedure, after pre-dilation the patient generated severe aortic insufficiency (ai) and they had to implant the valve very fast to stabilize the patient. The valve was well implanted at a depth of 3mm, but during the final deployment one of the tabs keeps attached and due to the patient condition, it dislodge the valve by 3 mm above the annulus level. The patient had a cardiac arrest and a cardiopulmonary resuscitation (CPR) was given and connected to an extracorporeal membrane oxygenation (ECMO). The patient was transferred to the surgery for fixing the av, the navitor valve was extracted surgically. The patient was reported stable after the surgery.